Event description:
The customer reported via phone indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump dropped in toilet. Customer stated the pump display went blank immediately after device exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.